Event description:
On (B)(6) 2012, a nurse practitioner reported that the vns was admitted to the hospital on (B)(6) 2012, for increase in seizures. The patient was seen earlier in the week and a system diagnostics test was performed with results within normal limits of dcdc=2, eos=no. A normal mode diagnostics test was also performed with results within normal limits of dcdc=3, eos=no. The patient's current settings are output=1.25ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=1.8min/magnet output=1.5ma. The physician was wondering if the device was nearing end of service so a battery life calculation was performed. The battery life calculation showed a negative amount of time until the elective replacement indicator is flagged as yes. The nurse stated that the patient would be referred for prophylactic battery replacement due to the increase in seizures. There have been no change in medications, settings, or other external factors that have occurred that could have caused or contributed to the increase in seizures. The nurse practitioner later reported that the increase in seizures were first observed in (B)(6) 2012 and were due to loss of vns therapy. It was unknown what the relationship of the increase in seizures is to pre-vns baseline levels as the nurse stated they did not follow the patient prior to being implanted with vns. The patient's generalized tonic-clonic seizures have increased. Although surgery is likely it has not yet occurred

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received on (B)(6) 2012 when it was discovered that the vns patient had undergone prophylactic battery replacement that day. Pre-operation interrogation showed the patient's settings to be output=1.25ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=1.8min/magnet output=1.5ma/magnet on time=60sec/magnet pulse width=500usec/eri=yes. Pre-operation normal mode and system diagnostics both indicated output=ok/lead impedance=ok/dcdc=2/eri=yes. The generator was then replaced and proper pin insertion of the lead was verified. In-pocket system diagnostics with the new generator indicated output=ok/lead impedance=ok/dcdc=2/eri=no. The patient was programmed to the same pre-operation settings of output=1.25ma/ frequency=30hz/pulse width=500usec/on time=30sec/off time=1.8min/magnet output=1.5ma/magnet on time=60sec/magnet pulse width=500usec. It was reported that the explanted generator would not be returned to the manufacturer as the operating room staff stated that they do not return any explants.